Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited high superior vena cava (svc) coil impedance values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments and analyzed. The analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The analyst noted that only part of the medial portion of the lead was returned and that the internal vena cava defibrillation cable was fractured. If information is provided in the future, a supplemental report will be issued.